Event description:
It was reported that the patient experienced scrotal infection with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed and a tactra penile prosthesis was placed to save the space for a future implant. The patient was also treated with antibiotics. The physician did not believe the explanted ipp caused or contributed to the infection. There were no device performance issues with the explanted device. A posterior procedure was performed in which the placeholder tactra was removed and a new ipp was implanted. The infection was gone and the patient was said to be doing well.

Event description:
It was reported that the patient experienced scrotal infection with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed and a tactra penile prosthesis was placed to save the space for a future implant. The patient was also treated with antibiotics. The physician did not believe the explanted ipp caused or contributed to the infection. There were no device performance issues with the explanted device.